Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was myocardial infarction due to coronary artery disease. Earlier that day, the patient was found unresponsive and taken to the emergency room. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. It was not reported if the home patient was performing therapy at the time of death. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device and it was determined to meet specification requirements per rite testing. An internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.